Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that there was a drawer malfunction. A field service engineer successfully identified a malfunctioning plunger pin in the matrix drawer and replaced it to resolve the issue. The system functioned as intended after the field serivce engineer had troubleshot the device.

Event description:
It was reported when using the pyxis medstation es system, experienced a drawer drawer was unable to make a recovery. A customer indicated that the user experienced a delay in dispensing medication as a result of a reported malfunction. There were no adverse events or injuries reported based on this event.